Event description:
It was reported to philips that the host pc did not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) went onsite and confirmed that the host pc did not boot up after powering on the system. Upon troubleshooting, fse verified the bios page settings and identified that power loss control was incorrect. The philips engineer modified the power loss control of host pc bios settings to power on. The after which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.